Manufacturer narrative:
This device is associated with a field correction. Corrective and preventive action (CAPA) investigations was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2015-00014. Information provided by the patient's attorney indicated the patient alleges the following issues: the patient experienced pain at the ipg sie as well as pocket heating while recharging. The patient's scs system was explanted on (B)(6) 2014. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.